Manufacturer narrative:
The report event of high impedance was confirmed. Analysis of the return lead extension found all internal wires broken in the header and strain relief. The fracture observed would be consistent with an overstress condition or sudden event that the lead extension may have been subjected to while still in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy and high impedance was observed on one of the extensions during replacement surgery. As a result, an extension was explanted and replaced to resolve the issue.